Event description:
It was reported that the patient experienced chronic drainage from the incision sites. The patient was taken to surgery and the pump system was explanted. The pump contained morphine sulfate 2.5 mg/ml at a daily dose of 1.7521 mg. The patient recovered without sequela. Per the MFR's device tracking system, the system was replaced four days later